Event description:
The pt used the suspect device to check their blood glucose and obtained results in the 4-500 mg/dl range. They later felt hypoglycemic and called the paramedics. The emts arrived and checked pt's glucose at 18 mg/dl on their equipment. Pt was taken to the hosp and treated with an IV while being observed. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation. The pt had been storing the glucose test strips incorrectly out of their capped vial.